Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a computed tomography (CT) identified a type 1a endoleak and graft migration. An intervention is being planned within the next six (6) months. Reportedly, the patient is fine.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a computed tomography (CT) identified a type 1a endoleak and graft migration. An intervention is being planned within the next six (6) months. Reportedly, the patient is fine. Additional information: clinical review of computed tomography (CT) scan identified a type 2 endoleak (non-device related).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the implant movement, and the implant migration with a type 1a endoleak based on the medical imaging available for review. Attempts were made to obtain medical records but was denied as patient authorization is needed. As such, procedure related harms device, user, procedure or anatomy relatedness of this event could not be determined with the medical imaging available to review. In addition, clinical review of the computed tomography (CT) scan identified a type 2 endoleak (non-device related). The final patient status was reported as being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem has been updated. D2: product description has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D4: unique identifier (UDI) # has been updated. D11: concomitant medical products and therapy dates has been updated. H4: device manufacture date has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.